Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. The patient reported there were a couple repairs on the wiring and they "reset it using two leads". These repairs occurred right after implant in 2005. There were no symptoms reported. No further complications were reported or anticipated.